Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that patient failed to charge the ipg as recommended and the ipg was deemed inoperable. Patient had also reported ineffective therapy. During surgery intervention on (B)(6) 2025, it was noticed that the leads had migrated. As a result, the leads and ipg were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated.